Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to non-use of the device. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2015.